Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead recorded a shock impedance measurement of 160 ohms. The patient reported that they had heard their device beeping. An action plan has not been identified. The system remains in service. There were no adverse patient effects reported.